Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort in the scrotum. The patient could not inflate the device, and the pump moved out of location slightly. The ipp was explanted. No further patient complications reported.